Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The physician performed a transseptal puncture and the patient began to develop a pericardial effusion. At the time there was no intervention and the procedure was continued. The procedure was completed successfully and the closure device was implanted in the patient. After finishing the procedure the physician put in a pericardial drain to treat the effusion.